Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot le8clrb0, and no non-conformances were identified. Investigation summary: it was reported performance breakage needle. An empty opened folder and a needle/suture piece were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, marks on the body needle could be observed. No needle breakage was noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the needle received, no performance breakage needle was noted. Two unopened samples were received for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-90006 and 2210968-2019-90007. Analysis results have been included in reports for each. This event was initially reported in the 2018 q3 suture asr (asr exemption: e1999004) on 10/31/2018. After revocation of this exemption, additional information regarding this event was received. This report contains all information to date on this event.

Event description:
It was reported that a patient underwent a tahbso in (B)(6) 2018 and suture was used for closure of the abdominal wall fascia. During the procedure, the needle broke at the needle tip with no traces of material left inside the patient. There were no adverse patient consequences reported. No additional information was provided.